Event description:
The patient had a lesion in a tortuous, left anterior descending (lad) branch. A 2.0 x 15mm fire star balloon was advanced to the blocked (100%) part of the lad. At that point the physician inflated the balloon to create a channel to continue to open the occluded lad. The balloon was inflated at 8atm twice, and failed to completely deflate after the first inflation. Several attempts were made including attaching and detaching the syringe. The product was removed from the patient's body without any complications.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.